Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of ventricular fibrillation, as listed in the jostent graftmaster over the wire (otw), instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Additionally, the IFU states: gently deploy the stent graft by slowly inflating the balloon to a minimum of 14 atm to expand the stent graft. Do not exceed rated burst pressure or expand stent graft beyond 5.0 mm. The investigation determined the reported failure to advance, failure to seal the perforation and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Echocardiography obtained prior to leaving the cath lab revealed no residual pericardial effusion. Per physician, the CABG procedure is not related to the issue with the graftmaster stent. No additional information was provided. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a coronary procedure to treat a target lesion in the left anterior descending (lad) artery. Pre-dilatation was performed using a non-abbott cutting balloon and a perforation occurred. A balloon dilatation catheter was inflated at the site to prevent free flow into the pericardium. Although there was a reduction in the flow into the pericardium, the patient developed a moderate pericardial effusion and progressed to hypotension, pulseless electrical activity (pea) and cardiac arrest. Pericardiocentesis was performed. The dilatation catheter balloon was removed and the 3.5 x 16 mm graftmaster stent was advanced into the patient anatomy. Due to the calcified vessel, the stent delivery system was not able to fully cross to the distal portion of the perforation; therefore, the stent was deployed so that it covered the proximal portion of the perforation, but the distal portion was left uncovered. The perforation was improved, but there was still flow into the pericardium. The patient developed cardiac arrest and advanced cardiac life support (acls) protocol was initiated. Cardiopulmonary resuscitation (CPR) was maintained throughout. An intra-aortic balloon pump (iabp) was placed and the patient was on full-dose pressors. Multiple cardioversions were required due to ventricular fibrillation. The patient eventually regained a stable sinus rhythm with lidocaine infusion. Cardiothoracic surgery was called for consultation and the patient was transferred to the operating room for coronary artery bypass graft (CABG) of the lad and large diagonal artery.